Manufacturer narrative:
The subject device was not been returned to omsc. Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿usefulness of biliary and pancreatic treatment endoscopy in cases after gastrointestinal tract surgery¿. The literature reported the result of 72 patients who underwent endoscopic retrograde cholangiopancreatography (ercp) for after gastrointestinal tract surgery between january 2008 and december 2018. There was no detailed information on which model of the endoscope was used in each procedure. The literature only provided a part of model names, ¿q260j¿, ¿jf¿, ¿pcf¿, ¿sif¿ and ¿h290¿. However, omsc presumed based on a delivery record that these models were gif-q260j, jf-260v, pcf-q260ji, sif-q260 and gif-h290. In the subject procedures, 1 case of small intestinal mucosal tear, 1 case of small intestinal perforation requiring emergency surgery, and 1 case of duodenal perforation reportedly occurred. Based on the available information, the small intestinal mucosal tear and the small intestinal perforation requiring emergency surgery were associated with endoscopic insertion. However, a direct relationship between the endoscopes and the duodenal perforation could not be determined. This is 1 of 3 reports for the sif-q260 which may involved in the duodenal perforation.